Event description:
Epidural catheter was inserted at l3-4 and threaded to 8 cm, then became stuck. While attempting to remove the catheter through the needle, the catheter broke while still inside of the pt. The catheter tip was successfully retrieved.